Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone12.1. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the legal guardian (lg) that the patient was not responsive and received nasal glucose; however, there was no improvement in responsiveness. The lg called emergency medical services, had the paramedics arrive and administer glucagon injections to the patient and was transferred to the hospital with hypoglycemia on (B)(6) 2026. The patient's blood glucose levels declined to around 60 mg/dl while wearing the pod on the abdomen between 36 and 48 hours. Symptoms reported include decreased appetite and extreme tiredness. The hospital adjusted the patient's pod settings multiple times and monitored the patient's condition. The patient was discharged on (B)(6) 2026.